Manufacturer narrative:
B5: it was reported during follow up that due to the medication not being delivered to the patient during infusion, a downward trending of calcium ionize to a critically low level ((B)(4) not reported) occurred. The patient was treated with calcium chloride (2 grams, intravenous push) and the rate of the calcium chloride drip was increased. H10: the user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump indicated the infusion was complete but the bag of medication was still full during patient therapy of calcium chloride. It was observed that the slide clamp was closed but the device did not alarm upstream occlusion. The event occurred in the medical intensive care unit (micu). There was no known patient injury or medical intervention associated with this event. No additional information is available.